Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. See attached for supplier evaluation.

Event description:
On 08/24/2022, it was reported by a facility representative via sems that an ar-6480 dw arthroscopy fluid management device had an issue, the housing was cracked. This was discovered during use with no impact to the patient.